Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the foreign material malfunction: cause not established. Based on the results of the investigation, it is likely the following led to the c-cover burn malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope j-tube (jet tube) contained foreign objects and the c-cover exhibited burn marks. There was no patient involvement.